Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cable was pulled from the strain relief with all wires severed and damaging the cable connector on the distribution node pca. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt has a damaged cable or wires exposed.